Event description:
The user facility reported that a water hose from a system 1e processor disconnected, resulting in flooding in the room where it was located. No injuries, procedural delays or cancellations were reported.

Manufacturer narrative:
A steris service technician is scheduled to go onsite to inspect and re-install the unit as it was de-installed by the user facility subsequent of the reported event. Investigation of this event is in process; a follow-up report will be filed when additional information becomes available.

Manufacturer narrative:
Steris identified through a production/post production risk management review that property damage can occur if a system 1e hose disconnects, resulting in water leakage when the unit is left on and unattended at night and/or weekends. Steris has received no reports of injuries associated with the disconnection of a system 1e water hose. Steris corporation will install new hoses and connections on system 1e liquid chemical sterilant processing systems ((B)(4)).

Manufacturer narrative:
A steris service technician went on-site and found the hose had separated at the uv light inlet connection. The technician re-installed the unit and replaced the hoses and an o-ring. The technician ran a diagnostic and processing cycle and returned the unit to service; no further issues have been reported. Investigation of this event is in process; a follow-up report will be filed when additional information becomes available.